Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 6.00mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, an attempt was made to cross the lad. However, during second inflation, it was noted that the balloon ruptured at 8 atm at approximately 5 to 7 seconds. The device was simply removed. The procedure was completed with another of the same device. There were no patient complications.